Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2019, the cev605-3 scissors insert 3pk 350mm, the metal was broken. The device was in contact with the patient, however there was no patient injury reported. The event did not lead to increase in the surgical time. Additional information on 08nov2019 reported that there are no details about breakage of the metal part, and no details regarding patients age, gender and type of surgery. It is unknown if metal part was broken in the patient and if additional surgery was required. No other information provided.

Event description:
N/a.

Manufacturer narrative:
Product was returned, and the evaluation verified the complaint as valid. DHR for lot no. 2768926 reviewed and no anomalies that could be associated with the complaint were observed. One of the mobile blades is broken at the pin which hold the blades together. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. No manufacturing or material defect was found. Considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use or its reprocessing, which weakened the blades and progressively led to the reported event. Moreover, this part of the device is fragile. The instructions for use provided with the device requires to: "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired". Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.